Event description:
It was reported that prior to a da vinci-assisted internal mammary artery mobilization/harvest surgical procedure, the user informed the technical support engineer (tse) that they encountered a c-00 error on the integrated electrosurgical unit (iesu) or erbe upon startup. The user power cycled the erbe several times, but the issue persisted. The tse explained to the user that the erbe would likely need to be replaced with an external generator. The user stated that they might have a covidien generator but was not sure if they had an activation cable for it. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue occurred before the procedure began, specifically post anesthesia while placing the ports. The vision side cart was tucked away in the corner and the erbe was turned off. As they pulled the vision cart towards the sterile field, they attempted to power on the system and was immediately prompted with an error code (c-00). The reporter powered down and powered up the system a number of times and again, was prompted with the same error code. The procedure was completed robotically with a backup generator (covidien force triad) which was routed through the same da vinci tower/esu. Multiple attempts to power down and power up the system. The reporter called into dv stat to rule out additional troubleshooting methods. The reporter then contacted biomed to locate a backup covidien force triad generator and connector cable to enable power capabilities and ensure that the case was able to take place.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe to resolve the error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and system logs showed c-33 errors. A visual inspection identified the unit has no significant scratches or dents. The front bezel is in decent condition. The c-33 error occurred during start-up. The erbe unit was placed on golden system and was run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to component failure based on generator defect.